Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the following: unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿ outer tube ¿ dents: this issue is most likely attributable to improper handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a videotelescope had a green image. The reported issue occurred during preparation for use. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during intake.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the outer tube had multiple dents. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.